Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2022, it was observed that the anchor separated from the suture on the truespan 0 degree peek device without using much force. The anchor could only be recovered from the knee tissue at considerable patient risk. There was no additional medical/surgical intervention required. The patient was fine. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it can be observed that the device has the two plates already deployed, however, they are still tied to their respective suture. The customer did not provide more details. A manufacturing record evaluation was performed for the finished device 8l25342 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint cannot be confirmed. The customer reported that the plates were separated from the suture, however, the photo is showing that the plates are still attached to their sutures, also, the device is required for evaluation and testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.